Manufacturer narrative:
Upon inspection, the technician found that one clip was missing and the other was damaged due to abuse during use. The technician replaced the slingbar latches to resolve. The model of the slingbar associated with this incident was not provided. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The golvo 9000 instruction for use 7en140108 states: "check the sling bar latches are intact. Missing or damaged latches must always be replaced with new ones;" although there was no serious injury in this event, if the slingbar latch were to break or detach during a patient transfer, it would likely contribute to a serious injury or death.

Event description:
A company representative - service personnel contacted technical service to report that the golvo 9000 had an issue, missing clip off slingbar. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.